Manufacturer narrative:
Exact date unknown event occurred in (B)(6) 2020. Explant date: (B)(6) 2020. Product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 16869766. The device is not available for return therefore a technical product analysis of the device could not be completed.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Only the leads were explanted. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Only the leads were explanted. No further information has been obtained despite good faith efforts. Additional information was received that the patients leads were explanted due to a fusion surgery.